Event description:
It was reported by the sales representative, on behalf of the customer, that the pedicle marker has snapped off in the patient and that the pedicle marker has broken on an indentation. Surgery was completed successfully but there was a 20 minute delay to surgery while the marker was removed.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; additional document review; results: only 1 of 6 pedicle markers were returned. Upon visual inspection, it was confirmed that the pedicle marker had fractured at the 30 mm mark. No manufacturing issues were discovered. All units were designed according to stryker specifications. A plausible root cause is overload due to unidirectional bending. Comparing the fractured surface images to the images reported by a mar, the pedicle marker showed clear signs of fracture due to overloading. Conclusion: a plausible root cause is overload due to unidirectional bending.

Event description:
It was reported by the sales representative, on behalf of the customer, that the pedicle marker has snapped off in the patient and that the pedicle marker has broken on an indentation. Surgery was completed successfully but there was a 20 minute delay to surgery while the marker was removed.